Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a spinning spiros® closed male luer, red cap, that 40 minutes into a 3 hour taxol infusion, a leak was noted at the spiros distal to the pump, connected to taxol tubing. The bag was disconnected from the patient and sent to the pharmacy. There was patient involvement and no report of adverse event.